Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of batch trend analysis and complaint history for lot g11355 did not identify any trends or anomalies. The customer allegation was substantiated based on the provided run data. However, additional information, including kit cobas t-scrn wash rgt and kit t-scrn mpx v2.0 control ce-ivd data, was not available, which limited the investigation. The observed results are consistent with the expected performance differences between the ce-ivd and us-ivd versions of the assay, as outlined in the instructions for use (IFU) and related notifications. A slightly higher false positive rate is anticipated with the us-ivd version due to differences in the test definition file (tdf) and interpretation algorithms. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant positive results using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. The allegation involved three positive pools of six (pp6) samples processed in the same batch. The questioned results were as follows: sample (B)(6) with cycle threshold (CT) values of 34.9/-/55.7/34.3 (hiv/hbv/hcv/internal control (ic)); sample (B)(6) with CT values of 38.8/-/-/34.8 (hiv/hbv/hcv/ic); and sample (B)(6) with CT values of 51.4/-/-/34.3 (hiv/hbv/hcv/ic). The resolution of the pools was negative, and the positive pp6 samples displayed weak growth curves on the amplilink software prior to the algorithm being applied. The final result was determined by the process data management (pdm) system. The questioned positive results did not lead to an organ donation rejection, and no harm was alleged.